Event description:
Customer reports 1 incident of blood a leak on use #8 in the middle of pt treatment. Estimated blood loss 200 cc's. Noted by a blood leak alarm and visible blood in the dialysate compartment. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.